Event description:
Report rec'd from health care provider of pt experiencing withdrawal and overinfusion/underinfusion of her infusion pump. The pump was initially refilled, and the pt began experiencing withdrawal symptoms 4 days after refill. The pt's daily dose was increased from 0.667 cc/day to 7 cc/day (10 mg morphine sulfate and 14 mg bupivicaine, the latter is off-label usage). The pt was then visited by a home infusion service who verified the pump contents and dosage by telemetry only; the device was not accessed at this time. The following day, the pt was still experiencing withdrawal symptoms, and went to see her physician. The pump was accessed and only 1cc was withdrawn - reservoir should have contained 13.3 cc's. It was noted that the pt did not become ill during the first four days after the refill, despite the appearance that the pump may have emptied its contents during this time period. The pump capsule was aspirated at this time as well and sent for toxicology studies. The pt's pump was refilled and volume of the device was checked each day for the next 3 days. Teh volume aspirated from the device was within specification on each of these occasions. The devivce is presently being held by the risk management dept of the hosp, and despite multiple attempts to contact them for return of the device for analysis, the MFR has been unsuccessful.